Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised by technical support to return the problematic pump to tandem using a pre-paid label, with instructions to put it into storage mode before shipping. A replacement pump was sent to the customer, and they received guidance on steps to take upon its arrival. No backup insulin delivery method was available, and the customer planned to consult a healthcare professional.